Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the territory manager that the contact and healthcare provider was worried about the over delivery of insulin after requesting a bolus. Tandem technical support attempted to perform troubleshooting; however, the contact declined and reported that the issue was resolved and no longer occurring. Blood glucose level was 171 mg/dl.